Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin drips were not observed during the load fill tubing sequence. The issue occurred multiple times with multiple supplies. A third cartridge was successfully loaded onto the pump to address the issue. There was to reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
Voluntary medwatch received via us mail from the FDA on (B)(6) 2019. Information provided not previously reported was the following: no alarms, alerts, it just showed the pump counting up how much insulin it is putting into the tubing. Once the tube is full you would see insulin come out of the needle which is attached to the infusion set. Again after having to switch out reservoirs, the thing happen again. This time switching out reservoirs from different boxes did not fix the issue.